Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found the adhesive on the bending section cover (a-rubber) has a chip. Based on the results of the investigation, the most probable cause of the additional failure(s) indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover has a chip. There were no reports of patient involvement.